Manufacturer narrative:
29-aug-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Scratched face with the metal vibrating stem on the handle assy [scratch] brush head is not securely attaching itself to handle assy and it will separate - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was not securely attaching itself to their oral-b toothbrush handle assy and would separate. They scratched their face with the metal vibrating stem on the oral-b toothbrush handle assy. No serious injury was reported. 30-may-2023 follow up via digital survery: the consumer was a 66-year-old male. He did not seek advice from a healthcare provider. No serious injury was reported. 01-jun-2023 case update from information received in the follow up via images received on 26-may-2023: the concomitant product was oral-b power rechargeable toothbrush handle 3710. No serious injury was reported. 17-aug-2023 case update from information initially received on 03-jul-2023: the suspect product was oral-b power oral care refills simply clean eb17b. The concomitant product lot was 1rf94651620. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Scratched face with the metal vibrating stem on the handle assy [scratch] brush head is not securely attaching itself to handle assy and it will separate - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush head was not securely attaching itself to their oral-b toothbrush handle assy and would separate. They scratched their face with the metal vibrating stem on the oral-b toothbrush handle assy. No serious injury was reported. (B)(6)2023 follow up via digital survey: the consumer was a 66-year-old male. He did not seek advice from a healthcare provider. No serious injury was reported. (B)(6)2023 case update from information received in the follow up via images received on (B)(6)2023: the concomitant product was oral-b power rechargeable toothbrush handle 3710. No serious injury was reported.